Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of a sample. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the device there was a presence of blood in the gel and on top of the gel after centrifugation: the phenomenon appeared as soon as the 2 incriminated batches were put into production. Almost all the tubes were affected. No consequences observed for patient or medical staff."

Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 7/15/2021.investigation: bd received 10 samples and 3 photos for the investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was not observed. The 3 photographs provided in support of this complaint, show good barrier separation and an acceptable level of red blood cells on top of the gel. Also the presence of the red blood cells in the gel barrier is acceptable. Four returned and four retention samples from each lot were evaluated. Samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 16 tubes were found to have good gel separation. This complaint is unconfirmed for poor barrier based on evaluation of the photos, returns, and retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0351714, medical device expiration date: 2022-06-30, device manufacture date: 2020-12-16. Medical device lot #: 1054717, medical device expiration date: 2022-08-31, device manufacture date: 2021-02-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of a sample. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the device there was a presence of blood in the gel and on top of the gel after centrifugation: the phenomenon appeared as soon as the 2 incriminated batches were put into production. Almost all the tubes were affected. No consequences observed for patient or medical staff."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was not observed. The 3 photographs provided in support of this complaint, show good barrier separation and an acceptable level of red blood cells on top of the gel. Also the presence of the red blood cells in the gel barrier is acceptable. Additionally, retention samples from bd inventory were evaluated by testing 4 retained tubes from each lot number provided. Samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 8 tubes were found to have good gel separation. This complaint is unconfirmed for poor barrier based on evaluation of the photos and retention samples; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of a sample. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the device there was a presence of blood in the gel and on top of the gel after centrifugation: the phenomenon appeared as soon as the 2 incriminated batches were put into production. Almost all the tubes were affected. No consequences observed for patient or medical staff."